Event description:
It was reported that during daily check, the platform indicated user advisory 45 (not at "home" position after power-on/reset) that could not be cleared. There was no patient involvement reported. No other information was provided.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated.